Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient¿s younger age at implant likely contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 29mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to moderate transvalvular leakage. The patient was reported as ¿well¿ after valve-in-valve procedure. No other details were provided.